Event description:
During a coronary stent procedure involving a calcified and 90% stenotic proximal and 80% stenotic distal rca lesion, the shaft of the catheter broke. The lesion was pre dilated and the physician encountered resistance during advancement of the liberte' stent delivery system. The proximal shaft of the catheter broke and was removed from the pt. No pt injuries or complications were reported.